Event description:
Caller alleged discrepant results compared with lab. Results as follows: date: 06/01/06, inratio: 7.0; lab: 4.9

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filled: date 06/01/06; inratio = 7.0, lab = 4.9, mean = 5.95, confidence limits = cannot be determine. Per internal procedure, tr 0150, the calculated mean of the inratio meter and comparative system inr were claculated. The confidence limits cannot be determined. The mean is >5.0 and difference between inr's is >2.2. The values consider inaccurate. Products will be investigated.